Event description:
It was reported that this patient was going to have a routine generator change out procedure, however, it was noted that the shock lead impedance trend was measuring around 140 ohms and has been continuously increasing. It was suspected that this was due to calcification. The physician decided to screen the patient in which the procedure was cancelled and the patient will receive a subcutaneous implantable cardioverter defibrillator (s-ICD) implant in the near future. Additional information was requested from the field representative for the lead model/serial number however, no further information was obtained. At this time, this device remains in service. No adverse patient effects were reported.